Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).